Manufacturer narrative:
Pt info: unk: this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -17.00 diopter, in the patient's right eye (od) on (B)(6) 2018. The lens was explanted on (B)(6) 2018 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved.

Manufacturer narrative:
The lens was returned in a micro centrifuge vial with moisture on lens. There was clear surgical residue on product. Visual inspection found no visible damage to lens and residue on lens. (B)(4).